Event description:
A patient reported blood glucose results of 24.2 mmol/l and 7.2 mml/l with a lifescan meter, perormed within 15 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient had injected 20 units of their normal dose of insulin prior to performing the first test. Therefore, the meter would not have contributed to their being hypoglycemic about half an hour later. The checkstrip passed on the meter.